Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported an 18 mm amplatzer amulet occluder was chosen for a left atrial appendage (laa) occlusion procedure on (B)(6) 2022. During the device deployment of the occluder, a pericardial effusion was observed at the laa site where the device was deployed. The occluder was fully deployed. It was thought that the distal part of the device contributed the pericardial effusion. A percutaneous drain was placed and 200cc of blood was drained. The device remained implanted and was functioning as intended. The procedure was noted to have lasted 25 minutes longer than anticipated but the patient remained stable throughout the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.